Event description:
It was reported that a patient underwent a revision due to 3 ribfix blu plate fractures and a 4th plate in which the screws pulled out of the bone. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant products: unk ribfix blu plate cat#ni lot#ni; unk ribfix blu plate cat#ni lot#ni; unk ribfix blu plate cat#ni lot#ni; unknown screw cat#ni lot#ni; unknown screw cat#ni lot#ni. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347 - 2021 - 00595, 0001032347 - 2021 - 00596, 0001032347 - 2021 - 00597, 0001032347 - 2021 - 00600, 0001032347 - 2021 - 00601.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Quantity of four plates and three screws were returned for evaluation. The part and lot information could not be verified. Visual examination of the three screws showed no signs of damage. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: impressions: limited ap film of the chest demonstrates multiple fractures involving the left side ribs and multiple plates. Ap chest demonstrates multiple left-sided plate fixation devices. There are fractures of the posterior left third, fourth, fifth, six, seven, eighth, and ninth ribs. Findings suggest trauma. A definitive root cause cannot be determined. It is unknown whether the noted bone fractures occurred prior to implantation of the plates or if they occurred after implantation of the plates. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.